Event description:
Procedure type: lap gastric bypass. According to the reporter: the seal in the trocar came loose and was still attached to its housing. This did not provide a seal and could not be used. A new one was opened. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).